Event description:
It was reported to medtronic minimed that the customer experienced no current code/category. The customer reported no adverse event. The event involved product(s) mmt-1880, mmt-7333. The customer called for an issue not covered by existing troubleshooting guides. It was identified that the app is not supported in the country/region associated with the user's carelink personal account. The customer response was that the device mmt-1880 was returned. No product return is required for mmt-7333.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was successfully download using thump for history files and trace files. Unit was downloaded using carelink. Pump was cut open to perform visual inspection and found evidence of moisture damage¿on the pcba1 and force sensor. The following were noted during visual inspection: corroded battery tube, battery tube threads cracked, cracked case, scratched case, cracked case (battery tube), cracked case corner of belt clip rails, pillowing keypad overlay, cracked retainer, retainer knit line damage. P-cap was attached and locked into place properly, however, it was noted as damaged due to cracked retainer and retainer knit line damage. No current code is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.